Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the device prematurely deployed the bands. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.